Manufacturer narrative:
A ge rep evaluated the system and repaired the amplifier (image intensifier). The system operates as intended.

Event description:
The customer reported the display intermittently turns black. No pt injury was reported.